Manufacturer narrative:
Further evaluation of the issue included a review of the complaint text and photos provided of the shutter cover, a search for similar complaints, a review of the instrument service history and a review of product labeling. Photos provided for review show the cover where one of the protective edge moldings had dislodged when the cover fell and hit the floor, exposing the sharp corner of the side piece; the field service engineer (fse) was not certain what part of the cover caused the injury. The close up photo shows the top piece is bent and is not aligned with the side piece. A spot of blood is visible just below the sharp corner, suggesting the engineer was injured at that spot. This area is normally covered by rubber edge molding. It was concluded that the injury sustained by the engineer was the result of use errors. Review of the instrument service history showed that the rubber edge molding to 6 sharp corners was installed on 18mar2013 in response to a previous issue at this site. The previous investigation identified a deficiency in the reliability of the frame if it became bent through handling, thereby causing a sharp edge. The edge is not sharp as manufactured. The corners of the cover were modified to be rounded starting in 02/2012. Labeling was reviewed and found to be adequate. Instruction for installation by service personnel directs the employee to wear protective gloves and protective eye wear and complete installation with 2 or more service personnel. The injury was sustained while working independently. Tracking and trending was completed, no other complaints were found noting injuries sustained from the storage panel since the rubber edge molding was installed to existing panels and the rounded covers were manufactured. Based on the available information no product deficiency and no malfunction of the aps tube storage, ln 07l07 was identified.

Event description:
During service of the aps tube storage, an abbott field service engineer was injured when the storage shutter cover fell and cut his hand. The fse was attempting to place the shutter cover back on the instrument when the cover slipped and the injury occurred. The injury required 5 stitches on his left hand and medication (antibiotics and pain killers). The engineer indicated that there was no long term adverse impact after the treatment.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.